Event description:
It was reported that pump screen was dark and despite the pump being on. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.